Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient is experiencing dyspnea and neck irritation. The patient has been referred for device removal. The physician indicated that there is no device malfunction, but believes the cause of the irritation and dyspnea could be due to an abnormality in the patient's anatomy and that is exacerbated by stimulation. The referral was noted, per the physician, to prevent serious injury. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient was confirmed to have their device explanted and returned for product analysis. The explanted devices are undergoing testing. No other relevant information has been received to date.

Event description:
Product analysis was approved and completed for the generator. An interrogation and a system diagnostic test were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation (shows an intensified follow-up indicator=no condition) was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Product analysis worksheets were reviewed and no anomalies were seen. No other relevant information has been received to date.